Event description:
The pt reported no longer hearing after a fall and possible blow to the head. The MFR was not contacted for diagnostic testing. Explantation/reimplantation surgery was done in 2000.